Event description:
It was reported by service report that the weld on the side rail spindle was broken and it was unable to lock in the upright position. The customer could not determine if there was pt involvement or if there were adverse consequences to report.